Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 18598418.

Event description:
It was reported that the patient was experiencing lack of coverage due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. All device components were removed and were discarded by facility.